Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are experiencing pain in their lower tooth. From photos that patient provided, advised patient to see local dentist due to visible abscess on the lower arch. Photo also shows need for cleaning as lower has build up and gum recession.